Manufacturer narrative:
(B)(4). Date sent: 8/26/2021. Additional information: this is an analysis for a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows at the time 00:02 the jaws stapling the tissue with appears to be a white reload loaded. At the time 00:39 the jaws were opened and removed from the tissue. At the time 00:48: can be seen some b-formed staples and at the time 00:49 a second device intervenes in the tissue without stapling. Based on the video review the event describe could not be confirmed, hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2021. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that tissue was dragged inside stapler jaws causing malformed staples. Surgery was delayed ten minutes, another device was used to successfully complete the procedure, and there was no patient consequence reported. No further information is available.